Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigation steps 10, 11, 13, 17-22 and 31 (delivery accuracy test) were completed using the test display screen. The black box begins on (B)(4) 2015. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reproter contacted animas on (B)(6) /2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 27.7mmol/l. The reporter stated that the pateint was hospitalized and was treated above and beyond the usual routine care of diabetes management. This report is being made due to bg excursion the patient experienced due to an alleged history settings issue.